Event description:
The customer reported via phone call that she was at an amusement park and was very hot and sweaty. Customer stated that the pump was in her bra and there was sweat on the pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted to the liquid crystal display circuit board, mother board, interface circuit board, radio frequency board, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.